Event description:
It was reported that during a post operative visit following a turbinate reduction procedure, the patient complained of a foul odor emanating from her nasal cavity. Upon inspection of the surgical site, the surgeon discovered and removed a discolored mucous ball that he alleges was a portion of a bone that had necrosis following the procedure. There were no further details provided as to the severity or treatment given, however no further patient complications have been reported as a result of this event.